Event description:
The vein harvester was pulled out of the leg and it was discovered that the insulation on the tip was pulled back and off the tip. Nothing came off completely so there is nothing left in the patient.====================== manufacturer response for endoscopic vessel harvesting system======================they are giving information to the quality department, sending out an RMA and return biohazard bag, and sending a replacement.